Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-18-user has high glucose value. Test strip UDI# (B)(4). Note: follow up call done on (B)(4) 2017: customer was not having any symptoms at the time of the call but customer states that he would seek medical attention. Customer states that he went to the doctor on (B)(6) 2017 after speaking to me and was advice that he has diabetes. Customer got the results from his a1c blood test and it was 14.9. Customer states that he was given medication to start taking. Metformin. Customer states that he feels weak. On follow up call done on (B)(4) 2017; customer states that he is no longer experiencing symptoms.

Event description:
Consumer reported complaint for hi blood glucose reading. The customer is concerned with the results obtained of hi. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 515 and 473mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): hi (B)(6) 2017 08:09 pm fasting: no. Customer states that he have not been diagnose with diabetes as yet. Customer states that he went to the doctors because of rapid weight lost and always feeling thirsty. Customer states that the doctor run blood test on him but he have not receive his results as yet. Customer went and bought the meter yesterday and run a blood test and got hi non fasting. Customer is feeling fine and is currently not having any symptoms pertaining to diabetes. Customer does not know what his normal glucose range should be because he is waiting on the results from his doctor. Have customer run a back to back blood test and got a results of 515/473mg/dl non fasting. Customer states that he will be calling the doctor.